Event description:
It was reported that on an unknown date in (B)(6) 2021 a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to a fluid leak during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Upon follow up, the patient contact reported that the patient was able to re-setup supplies and treatment was completed using the cycler. The fluid leak event was not reported to the patient's pd clinic or to technical support. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received continued peritoneal dialysis therapy with the cycler and the cycler was not replaced following the fluid leak event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. A companion set was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that on an unknown date in (B)(6) 2021 a peritoneal dialysis (pd) patient encountered a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. The treatment was cancelled due to a fluid leak during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak began. The source of the leak is unknown. Upon follow up, the patient contact reported that the patient was able to re-setup supplies and treatment was completed using the cycler. The fluid leak event was not reported to the patient's pd clinic or to technical support. The patient did not experience any serious adverse events nor injuries and did not require medical intervention as a result of the reported event. The patient has received continued peritoneal dialysis therapy with the cycler and the cycler was not replaced following the fluid leak event. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. A companion set was available to be returned for evaluation.